Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and determined that the buffer valve and buffer syringe had malfunctioned. The fse replaced the buffer valves and buffer syringe which resolved the issue the fse performed system verification successfully without issue. The system returned to normal operation. The beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous patient results for ise (ion selective electrode) which includes sodium (na), potassium (k), and chloride on the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.